Event description:
Product analysis was completed on the returned generator. An interrogation, system diagnostic tests, and a comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. No anomalies were seen, and the device performed according to functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
X-ray images were received and reviewed. The generator is located the patient¿s upper left chest. The connector pin can be seen coming through the second connector block and appears to be fully inserted. The filter feed thru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief bend and loop are present per labeling. Two tie-down are present and are placed per labeling. There was a portion of the lead that appeared to be routed behind the generator. The lead wires are intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity could not be ruled out in the portion of the lead that is not visible in the provided images.

Event description:
The patient underwent a full revision surgery. The explanted generator was returned but the lead has not been received by product analysis to date.

Manufacturer narrative:
B5: describe event or problem, corrected data: supplemental #02 report inadvertently left out relevant information. D6b. If explanted, give date (mo/day/yr), corrected data: supplemental #02 report inadvertently did not list the explant date. F10 adverse event problem, corrected data: supplemental #02 report inadvertently did not code: f1905. H6 adverse event problem, corrected data: supplemental #02 report inadvertently did not code: b17; for type of investigation.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Patient presented with low output current and high impedance. The patient was referred for x-rays and it was noted that no recent trauma was reported or any adverse events. No known surgical intervention has occurred to date. No other relevant information has been received to date.